Event description:
It was reported to boston scientific corporation that a dreamwire guidewire was used during the deployment of an endoscopic nasobiliary drainage tube (enbd) on (B)(6) 2010. According to the complainant, when the physician tried to deploy the enbd tube in the bile duct, the tip of the guidewire detached. They retrieved the tip of the guidewire by using a forceps. The enbd tube was successfully implanted using another dreamwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced a skin flap infection and pain since implantation. Revision surgery (date not provided), antibiotics (type not reported) and steroid treatments did not alleviate the issues.the device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.